Manufacturer narrative:
Previous report of noted power consumption issue: MFR#s 2916596-2020-03395 and 2916596-2020-02278. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient noticed an increase in power consumption of approximately 1 watt and contacted the hospital. This issue was already reported several times by the patient and was most likely related to an esd (electrostatic discharge) or emi (electromagnetic interference) event. The vad (ventricular assist device) coordinator said, that the issue occurred in the past when the nursing service had its cellphone together with the patient in the same room. It could be prevented when the cellphone was kept away from the patient. In this case it might be that there was a new nursing service that did not know about this precaution. Due to the fact the issue is well known from the past, no further actions were performed. No logfiles were available since the patient was at home. A reset of the pump was performed and thereby the power consumption dropped back to "normal" level. The patient was seen on (B)(6) 2022 and it was attempted to provoke it with an iphone and an android, without success.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed a pump stop associated with electrostatic discharge (esd). A current sense issue and power elevations were also identified. A specific cause for the reported events, as well as a direct correlation to the heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. Log files were provided by the customer on 09mar2022. The customer performed a reset of the pump and the power consumption dropped back to a ¿normal¿ level. The submitted controller event log file captured a pump stop event at 09:46:46 on 09mar2022 while the patient was connected to the power module. This event lasted approximately 5 seconds and had corresponding lvad off, driveline disconnect, low speed advisory, low speed hazard, low flow, pump stop, com a, com b, and low pump current fault flags. The observed pump stop appeared to be consistent with the reported pump reset event on 09mar2022. The average power consumption decreased slightly following the pump reset event. The data captured in the log file showed that the pump appeared to function as intended at the set speed prior to and immediately following the pump stop event. The submitted left ventricular assist device (lvad) revealed that the current sense value, lvad monitor iimc, was locked at 440 milliamps (ma) from the beginning of the log file until 9:44:08 on 09mar2022, when the pump reset occurred. Dclink I fault flags were also active during this time. The pump appeared to function as intended for the remainder of the log file. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17may2016. The heartmate 3 (hms) left ventricular assist system (lvas) instructions for use (IFU) and the hm3 lvas patient handbook are currently available. Section 1 of the IFU addresses all pump parameters including pump power, speed, flow, and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Section 1 of the hm3 patient handbook, (under "general warnings"), warns the user: do not touch television (tv) or computer screens while you have the pump. Tv and computer screens have strong static electricity. A strong electrical shock can damage electrical parts of the system and cause the pump to stop. Avoid activities and conditions that may induce strong static discharges (for example, touching a television or computer monitor screen) as electrostatic discharges may damage and/or interfere with the electrical parts of the system, and may cause the lvad to perform improperly or stop. Section 4 "living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Additionally, the testing & classification tables in section 9 of this document include electrostatic discharge. Section 5 of the patient handbook, "alarms and troubleshooting" outlines all system alarms, including the lvad fault alarm, and the recommended actions associated with these events. This handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 6 of the IFU, "patient care and management" (under "postoperative patient care"), warns that static electricity can cause the lvad to stop and explains how it can be avoided. Section 6 (under "static electric discharge") explains that strong static discharges should be avoided. Additionally, the safety testing and classification tables in appendix c of this document include electrostatic discharge information. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.